Event description:
It was reported that the patient received inappropriate therapy due to noise. A loose connection was suspected. The physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.